Event description:
It was reported through the stryker facebook page, "what was the recovery like the first 2 weeks I had the left one done robotically it was a disaster took 1 1/2 years to heal now have to have right one done different doctor hoping experience is different".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.